Event description:
It was reported that the inner plug of two implants is not securing. The procedure was completed using a back-up device. No patient injury reported.

Manufacturer narrative:
The reported opus speedscrew device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was not established based on our visual and functional observations. From the information provided, the inner plug in the implant is not securing. Visual inspection shows the device was received removed from its tray and unused. The function switch and snare lines were received in their original position. Implant was found intact. No visual discrepancies observed with the device. Functional test was performed using clinical suture. The device functioned properly, implant was deployed and plug was able to lock the suture and detach the implant. No issues were observed during the functional evaluation. An exact root cause for inner plug not securing cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: insufficient tension. Or excessive force. Insufficient tension applied to the suture during the deployment of the implant and incorrect alignment of the implant and bone hole can result in plug protruding out thru the implant window. Excessive force can result in damage to the device. Customers complaint was not confirmed with the returned device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.